Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2030404-2020-00059. During device preparation, upon opening the package, a 10-electrode catheter was packaged instead of 14-electrode. Another package was opened, but the same issue was observed. There were no adverse consequences to the patient. Another catheter was used for the procedure.

Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The returned catheter was a decapolar, inquiry steerable diagnostic catheter, however, batch number 7397307 is for a 14-pole, inquiry steerable diagnostic catheter. No other visual anomalies were noted. A decapolar catheter was received with a label for a 14-pole catheter, confirming the incorrect catheter was packaged in the box.